Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized for hyperglycemia. The patient had symptoms of diarrhea, swelling of the feet and hands, and acting very confused. His sister immediately contacted the paramedics. The blood glucose result on the paramedic's meter was "hi" mg/dl. The paramedics attempted to treat him with an IV, but were unsuccessful. The blood glucose result at the hospital was 1200 mg/dl in the lab. The patient was treated with insulin via IV at the hospital. It is unknown how long the patient was in the hospital.